Manufacturer narrative:
Pt condition after procedure was not provided. Device separation is not labeled in the IFU. Event eval: still under investigation.

Event description:
During a liver biopsy transjugular of a male pt, the white hub of the inner catheter (black portion) came off, resulting in the distal end of the catheter shearing. A piece of the catheter was found in the pt's biopsy sample. At this time, it is not known if any remains in the pt. No adverse effects back to the ward.